Manufacturer narrative:
Batch review performed on 16 february 2021: lot 1900847: (B)(4) items manufactured and released on 05-july-2019. Expiration date: 2024-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in after 1 years and 2 months from the primary surgery reporting pain due to a loose tibial component. The cause of the loose tibial component is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully.